Event description:
A remstar plus c flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center the foam particles were found inside the blower kit and blower foam degradation was noted. Additionally, the service technician found error codes e22 err_motor_flux_magnitude. E24 err_motor_speed_reverse, e30 err_motor_spinup_flux_wall as well as e61: err_pll_unlocked on the device logs and a dust contamination was present. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and or product malfunction.